Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative indicated that the pump was alarming and the patient had a return in pain and burning. The pump was interrogated a motor stall was confirmed. The patient was given medication and a pump replacement occurred on (B)(6) 2020. The device was discarded so would not be available for analysis.